Manufacturer narrative:
Correction: added the following: "the customer took a manual injection to stabilize blood glucose levels."

Event description:
The customer took a manual injection to stabilize blood glucose levels.

Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went swimming with the pump. Subsequently, the pump became unresponsive and stopped all insulin delivery the customer's blood glucose level was impacted 284 (mg/dl). It was indicated that the customer had manual injections available for alternate insulin therapy.